Manufacturer narrative:
The device was returned to terumo but the complaint was unconfirmed. The unit operated as intended. This report is being submitted to the FDA as a result of a retrospective review of product complaints.

Event description:
It was reported that the sternal saw was not generating enough power. The product was not changed out and the surgery was completed successfully.